Event description:
It was reported that the right ventricular (rv) lead was fractured. "Several years" earlier the patient incurred a "blunt force trauma" fracturing the lead. The rv lead was "deactivated" by the cardiologist, and the device was reprogrammed to aair; the patient had no history of heart block. The lead was capped and not replaced during the current procedure as the device was being routinely changed-out for normal battery depletion.

Manufacturer narrative:
The report has been created to update the status of the lead to explanted. Concomitant products: product ID e1dr01, implanted: (B)(6) 2004; product ID 4968-35.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was fractured. "Several years" earlier the patient incurred a "blunt force trauma" fracturing the lead. The rv lead was "deactivated" by the cardiologist, and the device was reprogrammed to aair for sinus node dysfunction as the patient had no history of heart block. The lead was capped and not replaced during the current procedure as the device was being routinely changed-out for normal battery depletion. On (B)(6) 2013, it was later reported that the rv lead was explanted and replaced. It was also noted that the atrial lead had high thresholds due to positioning.